Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient started to have issues with inaccuracies on (B)(6) 2025, but no specific examples were given, and the sensor was kept on. On (B)(6) 2025, the patient experienced vomiting and an ambulance was called. When a fingerstick was taken the cgm was reading low, and the blood glucose reading was 22.0 mmol/l. Before the paramedics arrived, the parent injected 3 units of insulin, the ketones were at 3.0 mmol/l, and the blood glucose reading was 18.5 mmol/l. The parent mentioned that the patient experienced diabetic ketoacidosis. No treatment was given to the patient by the paramedics, but the patient was brought to the hospital. At the hospital the patient received intravenous treatment and was given 1 more unit of insulin. When the parent was contacted for a follow up (B)(6) 2025, the patient was still at the hospital and had been in the hospital for 22 hours. The parent was on their way to the hospital to see if the patient could be discharged. At the time of the report the patient was stable but still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator for (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid when paramedics checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.